Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with the following microorganisms: aerobic mesophile revivable - 31 cfu/endoscope; enterobacteries- less than one (1) cfu/endoscope; enterococcus- less than one (1) cfu/endoscope; pseudomonas aeruginosa- less than one (1) cfu/endoscope; pseudomonas- less than one (1) cfu/endoscope; stentrophomonas maltophilia- less than one (1) cfu/endoscope. Acinetobacter- less than one (1) cfu/endoscope. Staphylococcus aureus- less than one (1) cfu/endoscope. Candida- less than one (1) cfu/endoscope champignons filamentous- less than one (1) cfu/endoscope. The (B)(4) ((olympus (B)(4)) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms two (2) cfu/100 ml and two (2) cfu/endoscope . The results obtained comply with the target level defined in the regulations of (B)(4)outlined on (B)(6) 2016. The results are conform to french recommendation. Below are information on customers cds checklist: paa_cds machine etd 4 aer/ewd reprocessor: not tested, model name: etd 4, detergent name: endodet, disinfectant name: endodis. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, water channel, balloon channel , forceps elevator wire channel. Detergent used : not provided. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port,balloon channel, distal end areas around elevator. Brush model: kit scope clean -albyn medical manual disinfection: not performed. Disinfectant used: not provided. Scope storage: systeme plasma typhon. Scope maintenance: by olympus. The regional repair center (rrc) olympus france device evaluation results has not yet been received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) ((olympus (B)(4)) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 2cfu. Bacterial identification: gram positive bacteria. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the distal end cap cover insulation was below the threshold, the light guide rod lens was cracked, the bending section rubber glue was worn out, the connecting tube had buckles, the key top one was cut, the universal cord was wrinkled and there was less angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.